Manufacturer narrative:
1. DHR review lot 3262378 1(B)(4). 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the specific site and state of the crack in the y-shaped tube cannot be identified, so the root cause of this defect cannot be determined. The plant will continue to follow up the complaint event.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked the responsible nurse normally carried out the infusion instructions for the patient. When preparing for infusion after connecting the syringe and the indwelling needle, she found that there was liquid leakage from the y-shaped tube of the indwelling needle on the patient's hand. The responsible nurse immediately stopped the infusion. After inspection by the inspection nurse, it was found that the y-shaped tube there was a crack in the tube, and the responsible nurse immediately removed the indwelling needle and reported it to the doctor. The doctor re-instructed the patient to replace the infusion, and the responsible nurse reset the indwelling needle.